Manufacturer narrative:
(B)(4): evaluation, results: (occlusion), (tight distal aorta; vessel tortuosity). Evaluation, conclusion: (tight distal aorta; vessel tortuosity).

Event description:
An endurant abdominal stent graft system was implanted in a patient, via the left side, for the endovascular treatment of penetrating abdominal ulcer near the bifurcation. Vessel morphology was reported as moderate tortuosity; narrow right and left common iliac arteries diameter of 10.6 and 12.9 mm, respectively; an aorta diameter of 3.25 cm; no calcification, no aortic neck angulation; an aortic neck diameter of 18 mm at the renal arteries, and at 15 mm below the renal arteries, it had an 18 mm diameter; an aortic neck length of 40 mm; a 117-137 mm length from the renal to the hypogastric arteries; and a tight distal aorta of 17-18 mm. It was reported that the patient had good outflow at the end of case; however, later in the day, the patient became symptomatic. The pressure in the contralateral limb caused a kink in the ipsilateral side, which was thrombosed. The physician performed a fem-fem bypass in the evening of the day of implant. No clinical sequelae were reported and the patient is fine.